Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Additional observations: ¿ stress marks observed.

Event description:
Healthcare provider reported left- side implant exchange with no complaint against the device. Later, healthcare provider reported left-side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare provider reported left- side implant exchange with no complaint against the device. Later, healthcare provider reported left-side rupture. The device has been explanted.

Event description:
Healthcare provider reported left- side implant exchange with no complaint against the device. Later, healthcare provider reported left-side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.